Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received from the representative. It was reported the patient had a catheter revision on (B)(6) 2016 due to not being able to aspirate from the catheter. After the revision, the hcp had programmed the patient with baclofen with 100 mcg/day. The patient had become unresponsive and in the intensive care unit (ICU). The patient¿s pump was turned to minimum rate on (B)(6) 2016. The patient was doing a little better the next day. Information was requested regarding putting the pump in stopped mode.

Manufacturer narrative:
To the main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving 2000 mcg/ml of lioresal at 493.7 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that on (B)(6) 2016 a dye study was attempted and the hcp was unable to aspirate from the catheter access port. The patient¿s dose was high and has had their dose lowered twice. The patient has noticed a difference in regards to more difficulty with transfers and perineal hygiene. The patient was scheduled to see a neurosurgeon on (B)(6) 2016 to schedule for exploration/revision of intrathecal catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reported that the catheter tip placement at the time of implant on (B)(6) 2016 was noted at t-8. The actions and interventions reported to resolve the inability to aspirate the catheter were the healthcare provider started to lower the itb dose in preparation to send to surgeon for catheter exploration with possible revision. The cause of the inability to aspirate the catheter was not determined and the inability to aspirate as not been resolved as the healthcare provider had not re-attempted to aspirate from the catheter again since the attempt on (B)(6) 2016.

Event description:
Additional information was received from a manufacturer's representative (rep) and a healthcare professional (hcp). It was reported by the rep that the cause of the patient being sleepy, lethargic, and difficult to arouse on (B)(6) 2016 was unknown. The hcp thought that status was more likely related to medications received for anesthesia and baseline poor resp. Status. The patient's current status had since returned to baseline. All symptoms have resolved. The pump was back on simple continuous as of (B)(6) 2017. The sleep apnea was a pre-existing condition.

Manufacturer narrative:
Life threatening and hospitalization no longer apply. (B)(4) no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had a catheter replacement on (B)(6) 2016. The patient's pump was filled with 40ml of 2000 mcg/ml lioresal and started at 100 mcg/day. On (B)(6) 2016 the patient seemed sleepy, lethargic, and was difficult to arouse. On (B)(6) 2016 the patient was admitted to the intensive care unit (ICU) and the pump was turned down to minimum rate. On (B)(6) 2016 the patient's symptoms improved but she was still not back to baseline. The surgeon requested to have the pump placed in stopped pump mode on (B)(6) 2016. It was also reported that the patient had sleep apnea.